Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with thigh pain a year after hip replacement, bone scan was positive around the stem. Patient was revised due to pain. Further information, medical records and x-rays are unavailable due to hospital.